Manufacturer narrative:
The device was returned for evaluation. However, the head array was not returned as it was returned to the manufacturer. The evaluator could not duplicate alleged event condition (failure to stop) during an extensive test ride using the two available input devices.

Event description:
Alleges coming off a ramp that goes into home and claims took her head off of back pad of head array and chair kept moving forward. Alleges chair dropped with user in it about 3 feet and bounced a little then chair fell with user in it on her left hand side.

Manufacturer narrative:
The device was returned for evaluation. However, the head array was not returned as it was returned. The evaluator could not duplicate alleged event condition (failure to stop) during an extensive test ride using the two available input devices.

Event description:
Alleges coming off a ramp that goes into home and claims took her head off of back pad of head array and chair kept moving forward. Alleges chair dropped with user in it about 3 feet and bounced a little then chair fell with user in it on her left hand side.

Manufacturer narrative:
The "date of event" was not provided. The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges coming off a ramp that goes into home and claims took her head off of back pad of head array and chair kept moving forward. Alleges chair dropped with user in it about 3 feet and bounced a little then chair fell with user in it on her left hand side.